Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that lot number 3480664 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed, and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30037620 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implant for the period of (B)(6) 2022 through (B)(6) 2024 was noted one outlier in (B)(6) 2022. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported a right side removal noted as infection. The device has been explanted, replaced and will not be returned.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: removal noted as infection.

Event description:
Healthcare professional reported a right side removal noted as infection. The device has been explanted, replaced and will not be returned.